Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient had experienced the infusion set tubing had been blocked event on (B)(6) 2026. The site location was the abdomen. No further information available.